Manufacturer narrative:
The sample was collected in a becton dickinson gel separator tube. The customer stated that qc had been working well recently. Service was dispatched for this event. The field service engineer (fse) performed high sensitivity system check, which passed the specifications. System check substrate ratio failed. The fse resolved the issue by cleaning aspirate probes. System results met published performance specifications. Although hardware issues were addressed by the engineer, a definitive root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an erroneously high troponin (accutni) result within the risk stratification range generated by access® 2 immunoassay analyzer for one patient's sample. The results were not reported out of the laboratory. Repeat testing produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.